Manufacturer narrative:
The provided instrument alarm trace contained an abnormal aspiration error. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service representative replaced the reagent probe. He checked probes and fluid functions. All checks passed. All calibration and qc results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable ldlc3 ldl-cholesterol gen.3 results for 1 patient sample on a cobas 8000 c701 module. The initial result was 33 mg/dl and the repeated result was 204 mg/dl. The results were reported outside of the laboratory and a corrected report was sent. The reagent lot number and expiration date were requested but not provided.